Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a ventricular assist device (vad) patient was admitted to the hospital for being sub-therapeutic with the international normalized ratio (inr) therapy and needed an anticoagulant intravenous (IV) drip. The pump remains in use. No further patient complications have been reported as a result of this event.